Event description:
Customer called seeking clinical support because their radiologist stated two pts had to have MRI scans due to an artifact that resembled a brain lesion being present on their CT head scans. Clinical support had the site perform air calibrations which did not resolve the issue. The field service engineer (fse) was dispatched and he consulted the national support specialist (nss) who described the artifact as a dark spot approx 20 mm in size at the two o'clock position. The nss logged into the system using "look over the shoulder" (lots) and suggested that the fse test the system without the foam that the site was using as a head holder which appeared to have glue lines throughout the holder. The nss believes this is not a philips head holder that the site is using. The temperature correction (tcor) was reviewed and it appeared the temperature correction calibration tables were corrupted. The universal detector module system (udms) was replaced with a tile detector module system (tdms) which is expected to resolve this issue. There was no report of death or serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).